Manufacturer narrative:
The device was returned for analysis, with only the dispenser hoop. Lead wire separation was noted along the entire length of the pusher. The core wire was noted to be broken. The implant was not attached to the pusher. The pet was noted to be burned at the heather coil section, and the coil appears to be compressed. Two (2) kinks were noted in the middle of the pusher. The attachment tether monofilament had evidence of high tensile break. The implant was provided separately, and had the attachment tether still tied at the tie-knot section. The monofilament was noted to be broken from the implant section side, which is indicative of a tensile break. Based upon the investigation findings and available information, the complaint of a broken coil can be confirmed. The implant coil was not broken into separate sections; however, the monofilament was noted to be stretched and broken. The exact root cause could not be determined; however, the device exhibited evidence that it was subjected to forces that exceeded the strength specification of the monofilament.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was has not yet been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that during an embolization procedure, the physician was not satisfied with the positioning of the coil inside the aneurysm. During removal, the coil unexpectedly detached in the microcatheter. Both segments of the coil were removed together with the microcatheter from the patient. There was no reported intervention or patient injury.